Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a preventive maintenance as was previously scheduled for the instrument. The cse cleaned the integrated multi-sensor technology (imt) system, replaced all the tubing, adjusted the pump rate, and calibrated the instrument. The cse then ran quality controls (qc) on the electrolytes, resulting on the mean for both levels. A follow-up visit a few days later indicated qc was in range. The cause of the discordant, falsely depressed sodium (na) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument, resulting higher. The repeat result was reported to the physician(s). The customer stated that a couple of random patient specimens have resulted erroneously low in the past few days but upon repeat on an alternate dimension rxl instrument, resulted normal. No data was provided for those samples. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.